Event description:
It was reported that the bd syringe 50ml ll barrel was cracked. The following information was provided by the initial reporter: it was reported that there is leakage at the plunger, a small dent on the syringe as if it were cracked. During use.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.